Event description:
It was reported that a patient in the ICU, intubated and on a ventilator following an aortic arch stenosis surgery experienced a decrease in ventilation volume and cardiac arrest. The patient required open heart massage and ECMO management. The anesthesiologist then observed that the et tube was kinked distal to the anchor fast device. The et tube was unkinked and the ventilation volume returned to normal. The patients had a 6.0mm cuffed et tube, secured by a hollister anchor fast device, and a ventilator circuit that was not supported. The anesthesiologist said the kinking may have been due to the small diameter et tube combined with the weight of the ventilator circuit.